Event description:
Event description guidant received information that, during an attempted implant, while using a non-hemostatic introducer, the proximal coil of this implantable transvenous defibrillation lead was stretched due to the patient's anatomy. In addition, guidant received additional information that during the implant procedure, the patient's ventricle was perforated. The physician elected to not implant additional atrial and defibrillation leads. Another guidant defibrillation lead was subsequently implanted. The lead was returned to guidant for analysis.